Event description:
It was reported that one day after a coronary artery drug stenting treatment procedure, stent thrombosis occurred. The pt had been diagnosed with premature coronary artery disease. She currently presented with central chest pressure and pain radiating to the left arm. Serial cardiac enzymes showed a mild increase in serum troponin and dynamic non-specific anterior pre-cordial st-t wave changes. The pt was treated with heparin, nitroglycerin, beta blockers, aspirin, plavix and was then referred for ptca. The vascular access site was the right femoral artery (rfa) and 6 french sheath was placed. Angiography revealed the left anterior descending (lad) artery had a smooth 30-40% in-stent restenosis. (Stents previoulsy placed in 2000). The stent was proximal and was across the branching first septal perforator with angiographic evidence of diffuse intra-myocardial disease. Just distal to the major branching 1st diagnonal (cs), there was a focal 90% stenosis in the mid lad. There was diffuse non-obstructive disease in the mid and distal lad just beyond the focal 90% stenosis. The maximum reduction in luminal diameter was about 50% mor distally. The stented 1st obtuse marginal (om) had overlapping stents. The proximal aspect of the proximal stent extends almost back to the origin of the vessel. There was diffuse in-stent restenosis with a beaded appearance of plaque within the stent. After angiography was performed, a 6 french xb 3.0 guide catheter was advanced to the mid lad and then a whisper 0.014 inch guide wire was advanced and positioned at the apex. A taxus express2 2.50x12mm drug eluting stent (des) was then positioned so the proximal balloon dot was within 1.0mm of the origin of the branching dx vessel. The stent was then deployed at 12 atms with a final stent diameter of 2.70mm. During stent positioning, the pt experienced central chest pressure. There was st segment elevation in monitored lead ii. The chest pain and ischemic ECG shift resolved promptly with the deflation of the delivery balloon. Angiography revealed no residual stenosis at the stented segment. There was no evidence of plaque shift into the dx vessel and there was now brisk timi-iii distal flow. The distal aspect of the stent was a bit oversized for this vessel diameter. Next, a cobalt mini-vision 2.00x12mm bare metal stent was successfully deployed in the left posterior descending artery (pda). The procedure was successfully completed with no pt complications. Medications administered during the procedure included lopressor, heparin, integrilin and nitroglycerin. The next day, integrilin was discontinued. Approx four hours later, the pt experienced abrupt onset of central chest pressure. The discomfort radiated into her neck and into her ear. The pt became profoundly diphoretic and subjectively breathless. An ECG showed diffuse st segment elevation suggestive of acute stent thrombosis. The pt was transferred to the cardiac catheterization lab. Diagnostic angiography confirmed the presence of acute stent thrombosis in the stent previously placed in the lad. The thrombus was located at the origin of the stent. There was no compromise of flow into the branching dx artery. Additionally, there was evidence of thrombosis in the middle of the bare metal sent placed in the left pda. There was till timi-iii flow within the pda. A 6 french xp 3.0 guide catheter was advanced into the lad and provided excellent coaxial support. A whisper 0.014 inch guide wire easily crossed the area of total occlusion and an unspecified stent was placed at the apex of the lad. A maverick 2.50x12mm balloon was positioned just distal to the dx artery. Two inflations were performed. With the first inflation, timi-iii flow was restored and resulted prompt resolution of her chest pain. There was prompt marked, but not complete, resolution of the inferior st segment elevation. Aivr was then documented in the setting of the reperfusion. A second whisper guide wire was placed in the major dx artery. One additional inflation was performed. Angiography showed no residual evidence of thrombus. There was restoration of brisk timi-ii flow. Just distal to the stent there was a mild area of tortuosity and defintie plaque present. The maximal reduction of the luminal diameter is only 20/305. Further distal there was focal 50% stenosis with diffuse plaque throughout the mid and distal portions of the lad. No add'l stents were placed. The thrombus in the left pda was balloon angioplastied. The procedure was completed. The pt was hemodyanamically stable. Medications administered during the procecure included versed, fentanyl, integrilin and nitroglycerin.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.